Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-16 from the consumer reporting that the patient was given 2 types of antibiotics in an attempt to resolve the infection. It was unknown if the infection had resolved. It was reported that the patient had periodic problems that may be connected to the infection. The patient was unsure what the next steps from their physician would be to resolve the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that in (B)(6) 2019, about a month after implant, the patient had an infection at the implantable neurostimulator site, and the health care professional had told her that she was a slow healer. There were no further complications reported or anticipated.